Manufacturer narrative:
The following devices were also listed in this report: hmrs wedge - 7 x 18; cat# 6465-6-007; lot# let812. Hmrs proximal tibia 120mm; cat# 6367-2-012; lot# ec8yl. Hmrs-m6 knee axle plug screw; cat# 6466-9-306; lot# lep248. Hmrs axis pin; cat# 6366-9-220; lot# ctd7374. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. An evaluation of the device cannot be performed as the devices were discarded and not returned to the manufacturer. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision surgery was performed due to infection on (B)(6) 2016.

Manufacturer narrative:
An event regarding infection involving a hmrs bearing component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: medical records were not received for review with a clinical consultant. -device history review: DHR review indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for the lot or sterile lot. Conclusions: the reported event could not be confirmed with the limited information provided. Further information such as patient information, medical records, operative notes and pathology reports are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision surgery was performed due to infection on (B)(6) 2016.